Manufacturer narrative:
E1: patient city : (B)(6). Patient country: hungary.

Event description:
Reference number (B)(4). Event occurred in hungary. On 12-jul-2024, it was reported that the patient faced that there was an occlusion in tubing which prevents the flow of insulin. No further information available.